Event description:
Arjo was notified of an event involving a miranti bath lift. It was indicated that while lifting and positioning the miranti lift to access the bathtub, the lift tilted sideways towards the patient's head. As a result, the patient sustained an injury that required 16 stitches to the back of the head.